Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder tubing was cracked and leaked blood. The following information was provided by the initial reporter, translated from japanese to english: "there was a crack on the tubing, which caused leakage of blood."

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder tubing was cracked and leaked blood. The following information was provided by the initial reporter, translated from japanese to english: "there was a crack on the tubing, which caused leakage of blood."

Manufacturer narrative:
H.6. Investigation: bd received one sample and three photos for investigation. The photos and sample were evaluated by visual examination and the indicated failure mode for sliced tubing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sliced tubing. Bd determined that the root cause of the indicated failure mode was attributed to assembly related. H3 other text : see h.10.